Manufacturer narrative:
Patient information was not made available from the site. On 05/23/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed 3d. System shutting down after movements of rotor - with statement "battery level critical". Motion batteries checked - batteries weak- to be replaced. Motion batteries replaced. Charger output and battery voltages measured. System functions checked. Issue resolved. Return requested. 8 replacement 9amph 12v batteries shipped to site 05/30/2016. This part was discarded by the site and will not be returned to manufacturer for analysis. No further issues have been reported.

Event description:
A site physician reported that, while in a spine procedure, their imaging system unexpectedly shut down during the 3d scan. Motion battery level was critical and the imaging system shut-down. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue the procedure to completion, however, discontinued the use of the imaging system and the navigation system. There was no delay of therapy. There was no impact on patient outcome.